Event description:
It was reported to philips that the device experienced a red x failure with ECG bias error in the status log. There was no reported patient or user involvement and no adverse patient/user impact.